Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-01048. The user facility¿s biomedical engineer (biomed) stated the reported issue started in april 2015. At the beginning, the touch screen was not working properly (refer to MDR #1828100-2015-01048). When we were pressing at a function, a different function was getting activated. The issue deteriorated gradually and the ccm screen was completely black after three months. Nothing is visible now on the ccm.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was not working. It was not switching on and the screen was completely black. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The manufacturer's subsidiary site reported that their distributor replaced the central control monitor (ccm). Testing results were not available, and device was not returned to the manufacturer for laboratory analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.